Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 117 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, ambulation difficulties, discomfort, emotional changes, implant pain, osteolysis, scar tissue and synovitis.. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. The devices were not available for evaluation and images and radiographs were not provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: b3, h6: clinical code. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and fracture. An additional contributing factor to the revision may have been inclusion of the polyethylene components in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.